Event description:
Xcela power injectable port was explanted on (B)(6) 2014. Pre and post images were obtained. Pt noted hard raised area under incision line after discharge. Pt returned to ir on (B)(6) 2014. Plastic connector which connects the catheter to the port was noted to be retained in the pt and removed. Connector is radio-transparent.